Event description:
Customer called to reporter the pump did not have an audible tone when the device was programmed into suspend mode. Troubleshooting was performed. The audible could not be heard. Device was not dropped, bumped, or exposed to moisture.